Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm on pump alarm history screen noted. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 30 mg/dl at the time of the incident and 585 mg/dl during the call. The customer treated with a manual injection for the high. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. In was indicated that troubleshooting for the low and high blood glucose episode could not be performed. The insulin pump will be returned for analysis.